Manufacturer narrative:
Our records indicate that this device remains implanted. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high right ventricular (rv) shock impedance measurements greater than 125 ohms. The rv lead also exhibited high pacing impedance measurements greater than 2000 ohms. The device also had the ventricular tachycardia mode set to a value other than monitor plus therapy. Additional information has been requested; however, no further information is currently available. No adverse patient effects were reported.

Event description:
Additional information indicated that the device was intentionally deactivated pursuant to a physician's order. The patient also alleged that the battery depleted prematurely.